Event description:
Patient's nurse (B)(6) reports 45 minutes into the infusion on (B)(6) 2024, they noticed the bag was almost empty. Found the blue part of the tubing for the curlin pump was leaking. The infusion was stopped and client was disconnected from the infusion. Client received 100 ml. There is 150 ml left in the bag, therefore 250 ml leaked. No side effects were reported. Patient administered the remaining 150 ml. Md will be notified. No further information provided. Reported to (B)(6) by: health professional.